Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A distributor in australia reported a malfunction alarm with a pump, identified by malfunction code 16. There was no adverse impact on the customer's blood glucose level. The customer will switch to multiple daily injections (mdi) as a backup therapy, while technical support has arranged to replace the faulty pump.